Event description:
A malfunction alarm occurred during pumping, specifically alarm 20, as reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.